Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after this unit was used normally on the patient, during a routine check at the facility, the cardiosave intra-aortic balloon pump's (iabp) touch screen calibration does not pass. There was no patient involvement.

Manufacturer narrative:
Updated sections - b4, d8, d9, e1(initial reporter and telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and confirmed that the touchscreen was unresponsive. The fse replaced the touch screen (0160-00-0123) and confirmed that the touch screen calibration passed normally. Various tests were carried out and it was confirmed that there were no abnormalities, so the equipment was returned. All functional and safety test performed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a